Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) female patient had a skin irritation. The skin irritation was located near the front therapy electrode pad. The patient's physician advised the patient to remove the lifevest until she contacted zoll. Follow-up indicated the patient had ended use of the device due to unrelated reasons. The medical outcome of the skin irritation is unknown.